Event description:
It was reported that the programmer kept aborting during threshold testing. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer aborted or lost interrogation during various testing and it was attributed to a loose radiofrequency connector on the link electronic module (lem) board and therefore the lem board was replaced and calibrated. Analysis also found that both keyboard hinges were broken and they were replaced. Concomitant medical products: product ID 2067l radiofrequency programmer head; product ID r2067l radiofrequency programmer head; product ID 2067l radiofrequency programmer head. (B)(4).